Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was not able to be reproduced. No e226 communication error was present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that their olympus hd camera head was presenting an e226 scope communication error during procedure preparation. According to the initial reporter, the staff completed intended procedure using an similar device with no delay or patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the phenomenon could not be determined. Olympus will continue to monitor field performance for this device.